Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide a correction to section d4: UDI, provide the device return date in section d9, update section h3, and to provide the completed investigation results. One tr band and packaging label were returned for assessment. The sample was subject to visual analysis. The large and small balloon assembly is separated at the balloon weld. The complaint can be confirmed for small and large balloon damage. The exact root cause cannot be determined. It is likely the band would not inflate due to the separation at the weld. The operations quality engineer was notified about this issue and a non-conformance (nc) was initiated. The nc will contain root cause analysis and corrective actions. Review of the device history record (DHR) showed there were no issues noted during manufacture of the product that could have contributed to this complaint condition. Currently no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Manufacturer narrative:
A1: patient identifier: requested, not provided a2: age or date of birth: requested, not provided a3a: sex: requested, not provided a3b: gender: n/a a4: weight: requested, not provided a5: ethnicity: requested, not provided a6: race: requested, not provided d6a: implanted date: device was not implanted d6b: explanted date: device was not explanted e3: occupation: supply chain coordinator. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the tr band device would not inflate. The blood loss was not applicable as the event occurred pre-operative.

Event description:
Additional information was received on 23may2024: the procedure prior to use with tr band was a left heart catheterization (lhc). The mls of air injected into the tr band when it was applied - 0. The tech noted the balloon would not inflate. No other devices were used at the access site. The tr band immediately lost air after the initial inflation. A second band was opened and applied for hemostasis. There was no patient injury, and no hematoma was identified. There was no estimated blood loss. There was no noticeable damage to the device. The patient was stable.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide additional information to sections b5 and h6, and to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. As of 14jun2024, the sample was not returned for assessment. If the sample is made available in the future, the complaint record will be reopened and updated. The complaint cannot be confirmed for air leakage issues because a sample was not returned for assessment. Without a sample, the exact root cause cannot be determined. Review of the device history record (DHR) showed there were no issues noted during manufacture of the product that could have contributed to this complaint condition. Currently no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).